Event description:
New information received notes the patient presented in hospital after experiencing inappropriate shocks from the implantable cardioverter defibrillator (ICD). The ICD was oversensing noise from the patient's left ventricular assist device (lvad). Programming changes to decouple the pacemaker and ICD and to sensitivity were made. The patient was stable before, during and after the changes the patient was to be monitored via home monitoring.

Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that over sensing was observed on the implantable cardioverter defibrillator (ICD).